Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the explant will not be returned, and the requested clinical documentation has not been provided as of the date of this medical investigation. Without the requested patient-specific clinical information/documentation, further assessment of the reported inadequate flexion and subsequent revision could not be performed. The reported clinical root cause of ¿scar tissue¿ could not be definitively concluded; however, is a known possible post-tka complication. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be patient anatomy/reaction, procedural/user error or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka, the patient wasn¿t getting adequate flexion. The surgeon believed that the scar tissue was restricting flexion. A revision surgery was performed on (B)(6) 2021 to exchange a legion ps constrained insert to a high flex insert. The outcome of the patient is unknown.